Event description:
It was stated that the insulin pump gave the patient a motor error alarm during normal use. The device was not exposed to high magnetic fields. Troubleshooting was performed, and the unit passed the displacement and self tests. No damage noted on the drive support cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed with motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The unit had a scratched lcd window, and cracks on the display window corners and reservoir tube lip.